Event description:
Information received by medtronic indicated an inaccurate sensor reading that triggered a threshold suspension. The blood glucose was 215 mg/dl, and the sensor glucose value was 72 mg/dl which is outside of the acceptable range. The customer also stated that the pump stopped delivery due to low sensor glucose reading. Troubleshooting indicated that the sensor reading low limit had been set to 90 mg/dl. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The insulin pump and the sensor will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed the displacement test, self test and p-cap locks properly into reservoir. The electronic assemblies and motor assemblies were inspected and dried insulin in the motor slide and evidence of moisture on pcba 1, pcba 2 and the force sensor. The sensor and transmitter were able to connect and calibrate with the pump successfully. Turned on smart guard for the suspend on low option during calibration. No unexpected suspend was noted during calibration. Added bolus after calibration and found the suspend feature functioned properly. Connected bg meter to the pump and inserted test strip with a solution of 100mg/dl. Bg meter sent bg reading of 109mg/dl within specification to the pump. Added bolus after calibration and found suspend feature functioned properly. The following were noted during visual inspection: pillowing keypad overlay. In summary, customers alleged unexpected suspend for low sg was not confirmed. Sensor, bg meter and transmitter connected and calibrated to the pump successfully. Smart guard for suspend on low functioned properly during calibration and testing. Pump passed displacement and self test. Exposed to moisture confirmed on pcba 1, pcba 2 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.